Event description:
It was reported that a 43-year-old caucasian female patient underwent a primary breast augmentation with two 475cc mentor memorygel breast implant and experienced bilateral capsular contracture (baker grade 3 on the left and baker grade 2 on the right) post-operatively. Displacement of the right mammary implant inferiorly was reported. As a result, the patient underwent explantation on (B)(6) 2025, and replaced with mentor memorygel breast implant (serial number (B)(6) on the right and serial number (B)(6) on the left). This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture, and device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: the event description in the initial report erroneously omitted that the patient also experienced bilateral ruptures. Per the patient's operative note, the capsular contracture's baker grade was baker grade 3 on the right as well. On april 16, 2025, the mentor failure analysis lab has received the device for evaluation. On april 23, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the sx mpp gel 475cc breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according to the mentor procedure, and it revealed a tear (a) within the siltex cracking, measuring approximately 0.1 cm. In addition, a tear (b) was found on the anterior view, measuring approximately 0.7 cm. Microscopic examination was performed on the edges of the tear (b), and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear (b) could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. The evaluation determined that the possible cause of the tear (a) is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small, or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).